Event description:
The customer used the device to check their blood glucose and obtained a result of 265 mg/dl. Customer dosed 15 units of extra insulin. The next morning customer said their glucose was 217 mg/dl on the device and customer dosed an additional 15 units of insulin. Customer became ill and called the emt's. Emts checked their glucose and the level was 25 mg/dl. Customer was treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.